Manufacturer narrative:
As reported, the protective part of a 6f/7f mynx control vascular closure device (vcd) was broken, so it could not be used for the procedure. There was no reported patient injury. The device was intended for use in percutaneous coronary intervention (pci) treatment. Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection revealed that button 1 and button 2 were not depressed. The stopcock was found in the open position, and no syringe was returned for this evaluation. The sealant was partially deployed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip showed no evidence of damage or abnormal condition. A dimensional analysis of the slit length could not be completed due to the frayed/split/torn condition of the sealant sleeves, which prevented accurate measurement. However, the catheter working length was verified and found to be within the specified dimensional requirement. The measurement was obtained using a calibrated ruler. An attempt was made to perform functional testing to evaluate insertion and withdrawal of a csi; however, the test could not be completed due to the frayed/split/torn condition of the cartridge assembly, which prevented insertion into the cannula of a laboratory sample csi. Additionally, a simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification evaluation was conducted on the cartridge assembly. During this analysis, a frayed/split/torn condition of the sleeves and sealant exposure were confirmed. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was observed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the protective part of a 6f/7f mynx control vascular closure device (vcd) was broken, so it could not be used for the procedure. There was no reported patient injury. The device was intended for use in percutaneous coronary intervention (pci) treatment. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: the sealant was found exposed from the sealant sleeves on product evaluation. Examination of the sealant sleeves identified a frayed/split/torn condition.